Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 09/30/2019. Device returned to manufacturer? Yes. Device evaluation: the product was received at the manufacturing site in a little bag. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search in the complaint system revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient eye in a secondary surgical procedure because of refractive myopia. Incision was not enlarged to remove the iol from the eye and vitrectomy was also not required. Sutures were required. The replacement lens used is a zlb00 model with 21.0 diopter. The patient was doing well at the time of discharge. No other information provided.